Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient was symptomatic and was in the ER (emergency room). The right ventricular (rv) lead had failure to capture. From fluoroscopy it seemed as though it was a tissue issue with the lead possible not always being in contact with the patient. Interrogation of the device found no evidence of arrhythmias recorded on the device. However, telestrips clearly showed ventricular standstill. The device mode was reprogrammed with a three times safety margin in the ventricle. Early in the morning of the following day the patient was asystolic. Interrogation of the device again showed no issues. However, there was asystole observed on telemetry with pacer spikes. The patient again became symptomatic later and the nursing staff noted short pauses with changes in body position. Only with pressure on the pocket would the system consistently capture. Atrial capture was confirmed and v (ventricle) loss of capture confirmed. It was noted that the patient was symptomatic with long pauses. A temporary pacer was placed as the patient is dependent. Later in the morning the device was explanted and replaced and the right ventricular (rv) lead was capped and replaced. It was noted that the new rv lead was placed high septal as this is where the physician could find acceptable pacing thresholds; whereas the chronic rv lead had been apically placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.